Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the patient¿s blood glucose levels had elevated to 400 mg/dl. There were no reported symptoms; and this does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.